Event description:
On (B)(6) 2023, the patient received a blood glucose result of 457 mg/dl at 10:47 p.m. The patient administered 40 units of levemir insulin. However, the patient's son speculates the patient may have administered 50 units based on the 457 mg/dl result, but he is not certain if patient did take extra or the exact amount. Around 11:30 p.m., the patient experienced symptoms of feeling shaky and her face feeling numb. The blood glucose result was 86 mg/dl. The patient ate a peanut butter and jelly sandwich. She started to feel better around 3 to 4 hours later. The patient's son made the sandwich since she would not have been able to make the sandwich due to feeling shaky. The patient's blood glucose result was 171 mg/dl on (B)(6) 2023 at 12:06 p.m.